Event description:
The caster folk allegedly snapped while the consumer was walking upright, causing her to fall to the ground and break her arm.

Manufacturer narrative:
User reportedly was transgressing with their rollator when a fork broke resulting in a broken arm. Area transgressed and device maintenance history is unk. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.